Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter puerto rico of a flo-gard infusion pump with a malfunction of "the line breaks inside." Upon further clarification from the customer, the customer indicated that the "line" was a set that broke when inserted into the device, and the device got wet. This is an unknown administration set. The product code and lot number are unknown. This complaint will address the broken set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.